Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was not functioning on alternate current (ac) power. There was no patient involvement at the time of the reported condition. A non-medtronic/covidien service provider inspected the device and confirmed there was no ac power and the circuit breaker was open. The service provider identified that the power supply was faulty and needed to be replaced. Medtronic/covidien was not authorized to repair the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A third party service provider inspected the device and found that there was no ac power and the circuit breaker was open. The service provider replaced the power supply to resolve the issue. The ventilator was reported to be in working condition.